Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer removed air from the cartridge twice. Tandem technical support educated the customer on only performing this step once. Customer's blood glucose level was over 700 mg/dl. No additional information was provided.